Manufacturer narrative:
(B)(4). Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the body of the balloon. This found failure of the balloon pinhole confirms the reported failure of the balloon leaking. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as difficult patient anatomy such as stenosis, calcification or tortuosity. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilation balloon was used in the papilla during an endoscopic balloon sphincteroplasty and endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was leaking while injecting the contrast. The procedure was completed with another cre pro wireguided dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.